Event description:
It was reported that the user experienced a glycemic excursion with hyperglycemia followed by hypoglycemia while using the ilet bionic pancreas, with a highest blood glucose of 341 mg/dl and a lowest of 44 mg/dl; the ilet alerted for high and low values, brought the high down, and the user treated the low with oral glucose. Symptoms included none reported. Outcomes included no need for medical intervention and no hospitalization, with non-medical assistance provided by the user¿s spouse. Investigation included complaint intake review and analysis of user-reported data. Investigation of this case revealed no device malfunction was identified, and the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with contributing context that the user is insulin sensitive and had recent therapy adjustments directed by their healthcare provider. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.